Event description:
It is reported by the customer, an unspecified time after a procedure using one of their 10 bronchoscopes, preliminary findings of fungal culture specimen collected from the patient via bronchoalveolar lavage (bal) from right middle lobe (rml) of lung shows: scant growth gram positive branching rods suggestive of aerobic actinomycete (originally reported as mold). It is unknown what treatment the patient required as a result. The patient¿s current condition is unknown. The customer states that it is not known which of their 10 bronchoscopes was used in the case, as the surgery staff did not document this information in the procedure record. For this reason, the customer is requesting all 10 bronchoscopes be evaluated to determine if any of them are potentially a contributing factor to the positive patient culture. Additional details regarding the patient and event have been requested. At this time, no further details have been provided. Case with patient identifier (B)(6) reports a bf-xp60. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-n20. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-n20. Case with patient identifier (B)(6) reports a bf-3c40. Case with patient identifier (B)(6) reports a bf-xp60. The customer further reported they had been sending their scopes to steris ims for repair.